Manufacturer narrative:
A product investigation was performed for this device. A visual inspection showed no physical exterior discrepancies. All functional tests passed. A simulated treatment was performed and completed with no issues or alarms. The reported symptoms were not confirmed. A review of the device history record was performed. There were no unexpected variances, adjustments or comments noted in the device record. A review of the complaint tracking system listed no other complaints with the same symptom codes for this device. A review was performed by the post market clinical department. Per the pharmacovigilance physician, peritonitis is a known complication of peritoneal dialysis, caused by a break in aseptic technique or sterile field. There is no history of fluid leaks or cassette problems which could have caused or contributed to a break in the sterile field.

Event description:
A peritoneal dialysis patient called fresenius technical support saying she received an m63, make sure heater bag is on heater tray alarm, during setup. The patient received the rn advised her to call technical support for help troubleshooting the cycler. The patient was in a lot of pain and stated the registered nurse had given her medicine. The patient stated she would have to call us back and ended the call before we could troubleshoot. Follow up with the clinic confirmed the patient hospitalization was due to peritonitis. On (B)(6) 2012 patient's pd catheter was explanted due to recurrent peritonitis and started hemodialysis. Abdominal pain resolved upon catheter explant.